Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The distal lv (low voltage) electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead was observed to have blood ingression. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: d284trk implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6), 5075 implantable pacing lead implanted: 2005-(B)(6), 4193 implantable pacing lead implanted: 2005-(B)(6). (B)(4).

Event description:
The lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Follow up determined that the lead was explanted and replaced due to fracture on the right ventricular (rv) lead. It was noted the patient was chopping wood and had a subclavian crush. No patient complications have been reported as a result of this event.